Event description:
It was reported that during a sadi (single anastomosis duodeno-ileal bypass) procedure, the ligasure device experienced energy activation and sealing issues while dissecting around the pylorus. The device was sealing, but after manipulating the tissue, capillaries in the omentum began oozing. These were subsequently sealed with the ligasure device. The sealing was inadequate or partial, with evidence of energy delivery and end tones heard. There was no re-grasp alert. The tissue type being sealed was omentum. The jaws were cleaned during the procedure when buildup occurred. The ligasure device was plugged into a generator and another ligasure device was used successfully with the same generator. The patient was discharged.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sadi (single anastomosis duodeno-ileal bypass) procedure, the ligasure device experienced energy activation and sealing issues while dissecting around the pylorus. The device was sealing, but after manipulating the tissue, capillaries in the omentum began oozing. These were subsequently sealed with the ligasure device. The sealing was inadequate or partial, with evidence of energy delivery and end tones heard. The tissue type being sealed was omentum. The jaws were cleaned during the procedure when buildup occurred. The ligasure device was plugged into a generator, and another ligasure device was used successfully with the same generator. The patient was discharged.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.